Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a connection issue was not confirmed and a root cause was undetermined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a disconnection occurred between their transfer set and titanium adaptor. Per, the instructions during training, the patient went to the dialysis center and received prophylactic antibiotic treatment. There was patient involvement but no patient injury.